Event description:
The current run hours are 2808.5. The iabp had a full d-cylinder of helium and a full back up cylinder of heluim. The inflation and deflation settings were both a -1, augmentation was set to max, and frequency was 1:2. The pt had been on the balloon pump for at least 24 hours. During that time the pt had been in atrial fib, but was not at the time the failure occurred. The pump was being triggered by the pt's pressure wave forms. At the time of failure, the pt's heart rate changed from 110 t0 140. The pt was in sinus tach. Nurse heard a change in the sound of the balloon pump. When she turned and looked, she noticed that the unit has stopped pumping. She described a "grinding" noise coming from the pump module. There were no alarms activated. Nurse selected ECG and internal trigger, but nothing happened when she took the unit out of standby. She adjusted the augmentation, inflation/deflation settings, frequency, attempted an auto-fill, and ultimately turned the unit off and then back on, all to no avail. The unit began working again when the pt's heart rate dropped back down to 110. Total time for the iabp being inoperational was approx five minutes. Clinical engineering was then notified and the on-call cath lab nurse was called in and the iabp was swapped out with another iabp. Clinical engineering tech inspected the unit and then contacted co. Co talked him through an operational check of the system. The unit passed all the checks and ran properly with no failures. The iabp was then parked and kept out of service until 9/5. After the preventive maintenance, with the pump running, while sitting uncovered on a bench, an unusual noise was noticed. The noise sounded like what you would hear if a bearing were going bad. It was decided, as a precaution, to go ahead and replace the pump with a new assembly. Co replaced the pump assembly on saturday 9/9, and performed a full functional check out, which the unit passed. The iabp was then returned to service.